Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the findings during the device inspection is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for annual maintenance with no malfunction reported. However, during inspection of the device, a reportable failure was found. The distal end adhesives around the objective lens and the light guide lens were observed to be chipped. There was no patient involvement.